Event description:
The customer alleged they received a questionable triglyceride result for one patient on their c501 analyzer. The other tests measured on the patient's samples were not affected. The patient had two sample tubes drawn and tested. One tube had a triglyceride result of 42 mg/dl. The second tube had a triglyceride result of 147 mg/dl. The patient and physician received both results and complained to the laboratory about the results. On (B)(6) 2014, the laboratory took both tubes and repeated them. The repeat results from both tubes were 42 mg/dl. There were no adverse events. The triglyceride reagent lot number was 690691. The expiration date was requested but not provided. The field service representative went on site and performed preventative maintenance. He thought everything was ok and could not detect anything wrong.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional data were requested but not provided. It was noted that the quality control was out of range prior to the customer testing the patient's sample.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.